Event description:
It was reported that during a peripheral recanalization stenting treatment procedure, stent foreshortening occurred. Vascular access was obtained using an ipsilateral approach via the right femoral. The 30cm in length, totally occluded target lesion was located in the moderately calcified right superficial femoral artery (sfa). Another manufacturers' 6f 11cm introducer sheath was inserted and after approximately 2 hours another manufacturers' .035" guide wire was able to be advanced subintimal. The lesion was pre-dilated in 3 locations with another manufacturers' 6x120mm, 80cm shaft balloon catheter. Blood flow was not restored to the sfa, therefore stenting was decided. Another manufacturers' 7x200mm stent was placed distally. This stent foreshortened approximately 2cm and was not well apposed following placement. The stent was post-dilated twice apposing it well to the vessel wall. A 7x119mm, 75cm innova stent was then placed subintimal. This stent foreshortened 5-10mm following placement. A 7x40mm, 75cm innova stent was needed and implanted to cover the remaining lesion. The stents were post-dilated with another manufacturers' 6x100mm, 80cm shaft balloon catheter; however, blood flow was not restored. Thrombus had developed in the patient due to the procedure length and patient condition. The stents were post-dilated again with another manufacturers' 6x40mm, 80cm shaft balloon catheter resulting in increased blood flow. The patient was given a thrombolytic agent overnight and the following day full blood flow was restored. No further patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).